Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery depleted from 100% to 5% within 7 hours. Customer reported blood glucose (bg) level was 270 (mg/dl). The customer stated the elevated bg level was not do the battery issue however, they were unsure of the cause. A correction bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.